Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 18-jan-2021. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), insomnia ("insomnia"), fatigue ("chronic fatigue"), paraesthesia ("tingling in hands and feet") and gastrointestinal disorder ("gastrointestinal disorders"), lasting 4 years. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, insomnia, fatigue, paraesthesia and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, gastrointestinal disorder, insomnia, menorrhagia and paraesthesia with essure. The reporter commented: current condition present at time of this report (B)(6) 2021: difficulty describing the pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), insomnia ("insomnia"), fatigue ("chronic fatigue"), paraesthesia ("tingling in hands and feet") and gastrointestinal disorder ("gastrointestinal disorders"), lasting 4 years. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, menorrhagia, insomnia, fatigue, paraesthesia and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, fatigue, gastrointestinal disorder, insomnia, menorrhagia and paraesthesia with essure. The reporter commented: current condition present at time of this report (B)(6) 2021: difficulty describing the pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.